Event description:
Subject: resmed recall, co may not be making effective effort to replace defective units. I rec'd a letter several months ago from resmed regarding a voluntary recall of model s8 generators and immediately contacted resmed in 2007. Resmed's automated system indicated that my s8, was affected by the recall, and a person took my contact info, and promised that I would be contacted in a few weeks to schedule a home visit where my unit would be replaced and reprogrammed with the correct setting. Having not heard from them for two months, I called back mid-july to inquire when my unit would be replaced. Resmed told me that my file had been marked by resmed that my unit was not affected by the recall. This seemed peculiar, as moments before this conversation their automated system had indicated that my unit was affected, as does the attached press release from the FDA web site. I insisted that person manually check if my unit needed to be replaced, and they concurred that was the case. The person then told me that resmed had a problem with their computer system which caused many people to be misclassified as being unaffected by the recall. I called resmed today, because they failed to follow-up on the promise they made during the above call to contact me within two weeks to schedule a home visit. They promised today that I would hear from someone by this friday. Given that I have been persistent on this, remsed will probably eventually replace my unit. However, many people that should have their units replaced are probably not as assertive, and one must question whether the FDA's intent of allowing the voluntary recall has been subverted. [See scanned pages].